Event description:
Post-op hysterectomy. Dilaudid pca pump ordered post-op. Pump programmed with concentration of 0.1mg/ml. Pump set at pca setting of 0.4mg pump initated at 2016. Pt. Found in resp & cardiac arrest of 0150. Concentration should have been set at 1mg/ml.